Event description:
It was reported that the sense light emitting diodes (led) indicator on the external pulse generator (epg) was not working. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: it was confirmed that the sense light was not functioning. The unit was serviced, calibrated and cleaned. The device was then returned to the customer.